Manufacturer narrative:
The electrosurgical unit (esu) was thoroughly inspected/tested by erbe. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional test of each of the equipment's features, and a power output check. The generator was/is within specifications and all features were/are functioning properly. In conclusion, no equipment problem was found that would have caused or contributed to the event. Most likely, there were many factors involved in the reported event. It appears that during or upon the required intervention work to remove the polyp, the remaining tissue of the bowel wall did not stay intact which resulted in the perforated colon. However, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator). The esu was used in a colonoscopy to remove a polyp and the colon was perforated. No further information regarding the patient was provided. Note: unit was distributed to a medical facility in (B)(6).